Event description:
It was reported that the customer was hospitalized for low blood glucose. It was reported that the customer manually primed with the pump attached.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.